Event description:
It was reported that; pt complains of pain that started in the past of couple of weeks. Pt has swelling since last month and reports that when laying down he can feel the swelling. MRI shows fluid build up. Doctor aspirated on (B)(6) 2012. X-ray showed bone deterioration. Revision surgery is scheduled for (B)(6) 2012.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.